Event description:
The customer reported erroneous erratic patient results generated for ise (ion selective electrolyte) which includes na (sodium), k (potassium) and cl (chloride) on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site evaluate the au480 clinical chemistry analyzer. The failure mode was identified as multiple hardware malfunction. The fse found the buffer valves intermittently failing during inspection. The fse also found the mix motor malfunctioning. The fse replaced the mix motor, buffer valves, to resolve the issue. The sample and reagent syringes were replaced per customer request only. The fse verified instrument performance successfully without further issues. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is case(B)(4)